Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.

Event description:
It was reported occlusion alarms occurred. The customer declined to provide any information nor troubleshoot the issue, therefore no additional information was obtained.